Manufacturer narrative:
Follow up (B)(6) 2016: customer reports alternate cable charged pump without any issue. A replacement usb cable was sent to the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced intermittent charging issues. Reportedly, the customer believes there is usb port damage. There was no impact to the customer's blood glucose level. Customer wanted to try an alternate usb cable and therefore declined to complete troubleshooting with tandem technical support.